Event description:
A user facility technician reported that a pt removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The uf goal was 3.5 kg but 4.1 kg was estimated to actually be removed. Approximately 2 hours into the treatment, the pt experienced a low blood pressure of 83/33 and was administered 100 ml of normal saline. The pt was asymptomatic but the uf was changed to a minimum and the pt's head was placed back and their feet were elevated. There was no pt injury associated with this incident. Treatment parameters consisted of a 800 ml/minute dialysate flow rate, 450 ml/minute blood flow rate, and a 3 hour 15 minute treatment time.